Manufacturer narrative:
Olympus followed up with the reporter to obtain additional info regarding the event, and was informed that the intended procedure was completed using a different vaporizing electrode. The pt was said to be fine following the procedure. The electrode referenced in this report was returned to olympus for eval. Visual inspection revealed damage on one of the electrode arms at the junction of the gray inner and outer sheaths. The returned electrode was forwarded to the original equipment MFR for further investigation. If additional and significant info becomes available later, this report will be updated. The exact cause of the reported event could not be conclusively determined at this time, as the concomitant devices were not returned to olympus for eval. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a bipolar transurethral resection of prostate (turp) procedure with vaporization in saline, the users switched from one model of electrode to the subject device. Upon initial activation of the subject device, while contacting tissue, the pt reportedly exhibited some movement on the surgical table. The user stopped the application of energy, and then reactivated the electrode, and the pt again reportedly exhibited movement. The users disconnected the subject device from the concomitant devices, repositioned and reconnected the electrode, and the pt was said to have exhibited movement again upon the next attempt to use the device. The electrode was then removed from use, replaced with another electrode, and the procedure was completed. There was no pt injury reported.